Manufacturer narrative:
The device was received in 2007. We will conduct the investigation and provide our findings in a follow-up report.

Event description:
It was reported that there was damage to the catheter distal section and resistance was felt when removing the catheter which required surgical removal of the catheter.